Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 43.4-44.2cm, 43.9-44.9cm, and 46.1-46.6cm from the distal tip, consistent with lead friction to the device can. The etef coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.0-11.0cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
This report is to advise of an event observed during analysis.